Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was losing time and was approximately 45 minutes slow. The customer reported a blood glucose (bg) level of 109 (mg/dl). The current pump will continue to be used for diabetes management.